Manufacturer narrative:
The device has not yet returned to moog. We are currently unable to confirm the complaint and determine its root cause. That said, we do expect the device to be returned to us soon, as reported to us by the user facility. Moog will update the FDA when the investigation has been completed.

Event description:
The initial reporter, a user facility representative, stated: "we have received two separate reports of leaking tubing from this lot #. One incident occurred with one of our own nurses during an initial antibiotic hook-up at bedside when coordinating a patient's discharge. She reported that when loading the tubing into the pump, she had difficulty inserting the blue connector into the pump slot. She also reported that upon starting the infusion, she noticed fluid coming out from under the pump bar. Upon inspection, she reported that the infusion set had separated at the joint just past the blue connector where the tubing diameter steps down, leaving the dose of medication unusable. We currently have #54 IV sets of this lot # that have been quarantined from use." And also -- "we have particular lot number of curlin tubing, 0.2 filter (340-4130) that we have had numerous patients complaining that the filter is breaking and they are having to discard full bags of medication. We have 54 sets of this lot on hand." During a follow-up conversation with the initial reporter, moog learned that the nurse in the first part of the complaint was able to identify fluid leaking just proximal to the blue tubing guide of the administration set, and that the tubing didn't have any obvious crack or split. There was not any harm to the patient and there was a minimal delay in the antibiotic therapy. They were not able to identify any defect in the filter, only that it was wet and he is assuming it was from the fluid leaking from the about leak just proximal to the blue tubing guide. (B)(4).